Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. The aortic neck was conical in shape and 23-25 mm in diameter with thrombus. The common iliac arteries were moderately tortuous and severely calcified and about 10 mm in diameter bilaterally. The femoral arteries were 8 mm in diameter. It was reported that an endurant bifurcated stent graft delivery system was inserted on the left side of the patient but could not be advanced past the proximal common iliac. The device was removed, and the vessel was dilated and angioplastied; upon re-insertion, the device would still not advance. The device was removed without any kinking noted and discarded. The physician then decided to try an attempt with another endurant bifurcated delivery system on the right side; however, that device could also not be advanced. The device was removed from the patient, and the right iliac artery was dilated and angioplastied with another manufacturer's balloon however, during the angioplasty, the right iliac artery ruptured. The physician then converted the patient to a successfully open repair. No additional clinical sequelae are were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (access failure, vessel trauma). Results and conclusions: (moderately tortuous and severely calcified), (balloon caused perforation to the vessel).